Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the customer received a button error alarm. Customer's blood glucose levels at the time 159mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to perform a21 error test due to button anomaly. The insulin pump has cracked case at display window corners, display window, broken belt clip slot and with minor scratched lcd window.